Event description:
It was reported that an aleutian lateral system angled inserter was locked into the cage intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report will capture the inserter.

Manufacturer narrative:
The device was visually inspected. Significant wear and tear was observed along the tip of the inserter, and there was lot of debris stuck between the threading and along the screw. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. It was further reported via follow up communication that standard prep and trailing was followed and excessive force was not applied. Patient had normal bone. It is most likely that the device was over tightened during prep which caused the interbody to jam with the inserter. This is consistent with the wear and debris collection along the tip of the inserter and the interbody.

Event description:
It was reported that an aleutian lateral system angled inserter was locked into the cage intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report will capture the inserter.